Event description:
As reported, the roadrunner the firm hydrophilic wire guide was received contaminated. Foreign matter was identified within the device or packaging. No patient contact was made. The customer noticed the foreign matter at the time the product was received in its warehouse the distributor provided a photo of the device which shows black foreign matter in the package next to the wire guide tip.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation evaluation: as reported, the roadrunner the firm hydrophilic wire guide was received contaminated. Foreign matter was identified within the device or packaging. No patient contact was made. The customer noticed the foreign matter at the time the product was received in its warehouse. The distributor provided a photo of the device which shows black foreign matter in the package next to the wire guide tip. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures and visual inspection of the device, were conducted during the investigation. One road runner firm hydrophilic wire guide was returned for investigation in unopened packaging. Foreign matter is visible and can be felt through the sealed plastic material. The source of the foreign matter was not identified. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was performed and related nonconformance's were identified and scrapped prior to distribution. Therefore, it is unlikely this issue affects the entire lot. A review of complaint history records shows no other related complaints associated with device lot. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were non-conforming. The wire guide is supplied with IFU, which includes the following supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened and undamaged. Do not use the product if there is doubt as to whether the product is sterile. Cook has concluded the cause of the complaint is manufacturing related. The appropriate personnel have been notified and complaint awareness training has been initiated and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.